Event description:
It was reported in a journal article that a patient underwent mitral valve plasty and coronary artery bypass grafting on an unknown date due to ischaemic mitral regurgitation and an absorbable hemostat was used. On postoperative day two, the superior vena cava pressure gradually rose to 38 mmhg and the patient developed low output syndrome. Emergent surgery revealed that the cause of the superior vena cava syndrome was external compression from a hematoma at the posterior surface of the superior vena cava, which formed around the absorbable hemostat. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.